Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 19 mg/dl and they allege insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with intravenous and food. The insulin pump will be and reservoir will not be returned for analysis.